Event description:
Qv sars otc- blood on swab x1.

Manufacturer narrative:
Subject: qv sars otc- blood on swab x1. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.